Event description:
Pseudo-septic arthritis (arthritis bacterial). Sweating (hyperhidrosis). Shakes (tremor). Fever (pyrexia). Chills (chills). Case description: spontaneous report received on 06/19/2008 from a pharmacist regarding a male pt, who had a relevant medical history of osteoarthritis and a recent meniscus repair. The pt received synvisc therapy (number of injections not reported) in his right knee on unspecified dates. After the synvisc therapy, the pt experienced fever, chills, shakes, and sweating for an "unk period of time". On the event date, he was admitted to the hosp due to these symptoms, where he was evaluated by an infectious disease physician who thought that the pt might have developed "pseudo-septic arthritis". As of the date of the report, the pt was still being hospitalized. As of the date of receipt of this report, the pt outcome was unk. The pharmacist assessed the relationship between the events and synvisc as possible.